Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "the plastic enclosure of the ac power cord is breaking apart. Delay in therapy: unknown. Need for medical intervention: unknown." Additional information received on (B)(6) 2015: "we have already sent 7 broken power supplies to hospira. The local hospira rep has pictures. We have had one patient incident which I have already answered the questions below. We did not give hospira access to the power supply involved in the incident. At this point, I see no good reason to send the other 10 broken power supplies. If we have another incident, we will call and document that separately." Additional information received on (B)(6) 2015: "I want to make you aware of the high rate of power cords failure at (B)(6). They received 50 new power cords and as you know they started failing right away. They also had an incident involving a nurse. So far they've had (B)(4) failures, this is a (B)(4) failure. I am afraid they may want to return the devices due to the constant failures."